Event description:
It was reported that the customer's insulin pump alarmed motor error during bolus. The customer's blood glucose reading was 500mg/dl. It was mentioned that a dark area was visible at the battery compartment. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device was received with broken belt clip slot. The motor was tested and passed the test. Unable to confirm a dark area at the battery compartment. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.